Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed in the patient's right basilic. During insertion, the clinician felt a "drag" while inserting the wire through the needle. She pulled the wire out and noticed a "dark spot" on the distal end of the wire just shy of the floppy tip. As a result, an mst kit was opened and a new wire was used successfully. There was no delay in treatment and no patient death or complications reported.